Event description:
It was reported that a red alert was triggered due to out-of-range pace and shock impedance measurements with this right ventricular (rv) lead. The patient was seen urgently to interrogate and investigation the reason for the out-of-range alerts. It was noted that there was loss of capture and noise on the rv channel. An rv lead fracture was alleged. There was a plan to implant a new lead. Currently the patient was admitted to the hospital and tachycardia mode was turned off to reduce risk of inappropriate shocks due to noise. The patient also reported feeling lightheaded. The device was programmed to left ventricular pacing only and the rv sensitivity and to reduce risk of oversensing of noise and inhibiting left ventricular pacing. Additional information noted a revision took place and this rv lead was surgically abandoned, and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the explant date.

Event description:
It was reported that a red alert was triggered due to out-of-range pace and shock impedance measurements with this right ventricular (rv) lead. The patient was seen urgently to interrogate and investigation the reason for the out-of-range alerts. It was noted that there was loss of capture and noise on the rv channel. An rv lead fracture was alleged. There was a plan to implant a new lead. Currently the patient was admitted to the hospital and tachycardia mode was turned off to reduce risk of inappropriate shocks due to noise. The patient also reported feeling lightheaded. The device was programmed to left ventricular pacing only and the rv sensitivity and to reduce risk of oversensing of noise and inhibiting left ventricular pacing. Additional information noted a revision took place and this rv lead was surgically abandoned, and a new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that a red alert was triggered due to out-of-range pace and shock impedance measurements with this right ventricular (rv) lead. The patient was seen urgently to interrogate and investigation the reason for the out-of-range alerts. It was noted that there was loss of capture and noise on the rv channel. An rv lead fracture was alleged. There was a plan to implant a new lead. Currently the patient was admitted to the hospital and tachycardia mode was turned off to reduce risk of inappropriate shocks due to noise. The patient also reported feeling lightheaded. The device was programmed to left ventricular pacing only and the rv sensitivity and to reduce risk of oversensing of noise and inhibiting left ventricular pacing. No adverse patient effects were reported. The lead remains implanted.